Manufacturer narrative:
The field complaint of the transmitter presenting with a no power issue was not verified. The unit was plugged into a working ac electrical outlet and successfully powered on. No burn damage was noted on the ac power adapter or the green contact sticks. After opening up the transmitter, inspection of the circuit board revealed no damage. Unit had successfully booted to sleep mode and performed the delete/downgrade process. The test revealed no damage and the unit was working as expected at time of analysis.

Event description:
It was reported that the transmitter failed to power up and showed evidence of burn marks and a burned power plug. The transmitter will be exchanged. There were no patient consequences.

Manufacturer narrative:
This supplemental report is submitted to provide h4 device manufacture date in response to an FDA inquiry received on (B)(6) 2025.